Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the reported phenomenon was not reproduced at the olympus repair center. However, there is possibility that the reported event was caused by the following: failure of the light source combined with the device. Connection failure due to temporary adhesion of water droplets or foreign material to the electrical contacts. Deterioration and failure of internal parts due to the influence of invading liquid. In addition, parts of the device may have rusted because the user spilled liquid on the device and left it for a long time after the liquid penetrated into the device. It is possible that the rear panel has been deformed due to the user applying excessive force to the rear panel. The instruction manual provides preventive measures against the reported rust and liquid ingress of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. Olympus repair center inspected the device and confirmed the following; -the reported phenomenon was not reproduced. -the error reported by the user facility was caused by the light source. -the base plate, chassis, and several small parts were rusted. -moisture entered the front panel and the front panel and portable memory port had to be replaced. -moisture entered the video connector socket, and the socket may fail. -since the battery is 5 years old, data may be lost. -the rear panel was bent and the power supply unit was rusted. -the reported event may have been caused by wear damage over time or from repeated use. The device has already been repaired at the olympus repair center and returned to the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed. The user facility also reported that the image error could have been caused by scope communication error b30, and the endoscopic image became faint and could not been seen. There was no report of patient injury associated with the event.